Event description:
It was reported that during a lap cholecystectomy, the jaw could not open clamping the vessel. The device was released manually. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? ---third or 4th. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? If so, when? ---yes, a snap sound was heard while firing. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. Did the surgeon try to pull the trigger from the handle? ---yes. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. Was there any tissue damage? ---no. If so, how was it repaired? ---n/a. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.